Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for analysis. Visual, dimensional, and functional inspections were performed on the returned device. The stent damage and difficulty removing the device were confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The xience alpine everolimus eluting coronary stent system (eecss), domestic electronic instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the heavily calcified mid left anterior descending coronary artery, just past the first diagonal. The 2.5x23mm xience alpine stent delivery system (sds) was advanced but would not cross the lesion due to calcification, so it was removed and re-advanced through a 6f non-abbott child catheter. During advancement, the child catheter was moving back and forth, which raised the proximal edge of the stent. An attempt was made to remove the sds, but there was resistance with the child catheter. The child catheter and the sds were removed as a single unit and the procedure was successfully completed with a new, same sized xience alpine and a new child catheter. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.